Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a motor error alarm, as well as an unexpected restart alarm. Customer's blood glucose level at the time 300 mg/dl. Troubleshooting was declined. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. No unexpected black circle on the display was noted. The pump passed the error test. All the buttons functioned properly and no blocked keypad anomaly or moisture damage on the keypad traces was noted. No physical damage to the battery cap was noted. The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.